Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the blue password box appeared on restart, indicating that a full reboot was not completed. The technical support specialist (tss) attempted to establish a remote connection with the station, but it was unsuccessful. The tss confirmed that the customer requested to close the case and stated, "the case has been completed." Based on this confirmation, the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the blue password box appears on restart, not fully rebooting for use. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.